Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has fluid spilled on it and is constantly beeping.

Manufacturer narrative:
A getinge field service engineer evaluated the unit for the reported malfunction. The fse stated their was heavy spill damage to the circuit boards. The fse attempted to clean the residue off, but the fault remained. The fse replaced the safety disk, solenoid control pcb, motor control pcb, fiber optic assembly, and the power management pcb. The fse performed full service and calibration. The cycle count was reset for the replaced safety disk. Full functional tests were completed.